Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate shock. The shock was caused by under-sensing on the right ventricular lead. Nothing was done to address the issue, and the patient was stable before, during, and after the event.